Event description:
A system error (se) 2267 (air in line) alarm was identified in the log of a returned homechoice device. This is an indication of a potential device malfunction that has caused a breach in the sterile pathway that may increase risk of contamination and/or infection to the patient. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A system error (se) 2267 was found during a review of the patient alarm log of the hc device. The se 2267 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. A label review was not performed as user error was not suspected. No trend has been identified.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available.